Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. The blood glucose reading was 24 mg/dl. The blood glucose by the time of the report was up to 522 mg/dl. The drive support cap appeared normal. The customer was assisted in turning off the sensor until her blood glucose was back at a normal range. The customer stated she would call back when the blood glucose was back at the normal range. The insulin pump was not returned or replaced.